Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
It was reported a portion of the spinal needle broke off in the patient¿s back while attempting a spinal anesthesia. The surgery had to be canceled and the patient had to undergo additional procedures fro removal of the foreign body from the lumbar spine. It was noted, "a portion of needle is still inside patient to our knowledge, stuck inside the patient's spine." No additional information was provided.

Manufacturer narrative:
All information reasonably known as of 27-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history record for the reported lot number, aa7205k15, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One used needle, in two pieces was received along with the empty product packaging. The associated stylet was not received. The needle was received in two sections. The break occurred 5cm from the base of the clear, plastic hub. The detached, distal section was bent approximately 90 degrees. The broken edges were examined under magnification. At the point of the break, the needle was crimped and somewhat jagged in appearance. The gage was checked using a reference tool (stubs needle gage). The sample was indicated as 25g. The outer diameter (od) of both sections of the needle was measured for comparison to specification drawing av-cmpnt05029/3. Both sections measure 0.53mm. No root cause was identified. All information reasonably known as of 25-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).